Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio performed a calibration of the device energy, thereafter the ¿abnormal energy¿ message did not return. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device displayed an ¿abnormal energy¿ message. In this state, wrong defibrillation therapy may be delivered to the patient. There was no patient use associated with the reported event.